Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Event description:
The customer reported an ongoing issue with air in the ise system and they received discrepant results. 4 patient examples were provided, one was discrepant. For this patient, the original sodium result was 129, repeated on a different modular gave 135 mmol/l. The original sodium result was not reported outside of the laboratory. No adverse events were reported. Lot number of the sodium electrode was not provided. The field service representative determined broken tubing on the outlet of the sample syringe was the cause. He repaired the tube on outlet of the sample syringe and confirmed the fluidics were correct. He ran performance tests, calibration and controls which were within specification.